Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed that only the shaft section of the catheter was received. A kink was observed in the imaging window from femoral marker to the distal end and imaging window was found flattened and the guidewire exit port was damaged. No indication of resistance in tracking the guidewire into the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter became stuck in the stent. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view a 90% stenosed, moderately tortuous and moderately calcified distal right coronary artery. An unspecified guidewire was used to cross the lesion, then pre dilatation was performed with a non bsc balloon catheter. A non bsc stent was then deployed. After that, the opticross¿ was delivered to the distal end of the implanted stent, and then pullback was performed. When the physician attempted to remove this device, strong resistance was encountered. It was noted that the guidewire exit port of the device became stuck at the stent strut due to inadequate stent expansion at distal side. A guidezilla catheter was inserted to remove the device. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that the imaging catheter became stuck in the stent. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view a 90% stenosed, moderately tortuous and moderately calcified distal right coronary artery. An unspecified guidewire was used to cross the lesion, then pre dilatation was performed with a non bsc balloon catheter. A non bsc stent was then deployed. After that, the opticross¿ was delivered to the distal end of the implanted stent, and then pullback was performed. When the physician attempted to remove this device, strong resistance was encountered. It was noted that the guidewire exit port of the device became stuck at the stent strut due to inadequate stent expansion at distal side. A guidezilla catheter was inserted to remove the device. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).